Manufacturer narrative:
FDA approval for heartmate 3 lvas was received. (B)(4). Approximate age of device ¿ 1 year and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to left sided facial paralysis and heavy headaches. An intracranial CT scan showed severe right frontal intracerebral bleeding with starting centerline relocation. The patient¿s inr was 1.42 and activated partial thromboplastin time was 34 seconds. The patient¿s anticoagulation at the time of the event included marcumar and aspirin. On (B)(6) 2017, the patient was transferred to the or to relieve the hematoma. On (B)(6) 2017, a CT scan showed ongoing bleeding; the patient went to the or for a second relief of the hematoma. On (B)(6) 2017, a CT scan showed a right frontal hygroma with small pressure of the brain surface. The patient was returned to the or to have the pressure relieved. The patient¿s vigilance subsequently improved intermittently. The patient¿s c-reactive protein level was elevated at 281.3 mg/l. On (B)(6) 2017, the patient was discharged with ongoing left hemiparesis. The lvad reportedly worked the entire time without any problems. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Correlations between the device and the reported intracranial bleeding and infection could not be conclusively determined. Bleeding, stroke, and infections (local, pump pocket, and driveline) are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.